Event description:
Medical affairs was unable to get a hold of the patient and will be sending a letter to obtain more clinical information. Patient called alleging that segments were missing on the lfs meter. Patient did not experience any symptoms. Patient contacted md for advice and was treated with insulin at the md's office. No information on what patient's blood glucose reading was in the md's office. Customer service was unable to resolve the issue and sent patient a new meter. Based on the information provided, this case is a meter malfunction.